Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported, the patient was twiddling their ipg inside the pocket causing the extension to coil and break. As a result, surgical intervention was undertaken on 30oct2024 wherein the extension was explanted and replaced to address the issue.